Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's doctor stated that the cause of the event was the customer's basal rate settings. The customer's diabetes educator was assisted with lowering her basal rates per her doctor's orders. The customer's diabetes educator declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.